Event description:
It was reported to philips that the device error displayed during use. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device error displayed during use. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by a philips bench repair technician (brt) and the reported issue was confirmed and traced to a faulty processor pca and som pca. The processor pca and som pca were replaced and device successfully passed all required tests. The device remains at the customer site and no further evaluation is required at this time. Update: lab analysis report: this pca ((B)(4) dfm100 assy processor, s/n: (B)(6)) was returned "device error displayed". This was not verified in lab testing. The pca passed op check and all other tests. This pca ¿ no failure found.